Manufacturer narrative:
Unit received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to blank display. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. Customer states that pump stopped working in the middle of the night. The customer was assisted with troubleshoot and customer states the contacts on the battery cap are not missing or damaged. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Customer states the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.